Event description:
It was reported that the floppy ii guide wire was placed in the target lesion. A non-abbott balloon was advanced over the wire and dilatation of the target lesion was done with a good result. After the balloon was completely deflated, it was not able to be retracted over the floppy ii guide wire. There seemed to be a bulge on the guide wire. The balloon became stuck on the guide wire and therefore, the balloon had to be removed together with the wire as one unit. Nothing remained in the anatomy. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned product found blood on the coils and no contrast visible which is consistent with the guide wire being used in the patient as reported. The tip was tugged on to confirm that the core was intact. There were two bends in the core, 1 cm and 8.5 cm proximal to the tip ball. This damage was not reported in the incident information and likely occurred during the procedure or during packing, handling, and return to abbott vascular for analysis. The non-abbott balloon catheter was returned with the guide wire. Analysis confirmed the reported bulge on the guide wire located on the intermediate coils, 7.2 cm distal to the proximal solder. Visual inspection of the reported bulge on the guide wire noted a drop of a clear substance. Chemical lab analysis of samples from the droplets on the guide wire were found to resemble the guide wire hydrocoat primer. Analysis also confirmed the reported difficulty to retract the balloon catheter over the guide wire as the guide wire was back loaded through the non-abbott balloon catheter. The guide wire did not advance past the clear drop on the coils. The outer diameter of the coils were measured with a hole gauge. This did not meet manufacturing criteria due to the clear drop as noted. The outer diameter of the core was measured and met manufacturing criteria. The outer diameter of the clear drop was measured with a snap gauge and found larger than the accepted maximum outer diameter of the guide wire. Based on the results of the chemical analysis which determined that the clear drop found on the guide wire resembles guide wire hydrocoat primer, manufacturing will be notified of the incident for further investigation of the clear drop found on the guide wire. The lot history record was reviewed. There are no non-conforming material records associated with this lot. Additionally, a query of the complaint-handling database was performed and there were no other incidents reported for this lot.